Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll for evaluation. The reported problem (continous alarming) was reported by a healthcare professional and the problem was confirmed by a psr. A supplemental report will be send upon completion of the root cause investigation, which will begin upon receipt of the equipment. No adverse event resulted from the defective equipment. The patient received a replacement monitor and electrode belt. Device manufacture date: sn (B)(4); sn (B)(4): 04/2013.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's device was continuously alarming. While assisting the patient, a zoll patient service representative (psr) reported an inability to perform a baseline due to an inability to read the ECG signal. The patient was issued a replacement monitor and electrode belt.